Event description:
(B)(4).according to the information received, a catheter was reported to have friction/coating problems. The user reported irritation when withdrawing the catheter caused by the coating being more liquid than usual.

Manufacturer narrative:
Ten samples were returned. All catheters met specification; they were smooth and no defect was observed. Therefore, this complaint cannot be confirmed as reported. If additional information becomes available, a follow up report will be filed.